Manufacturer narrative:
The device was at end of service (eos) level upon receipt consistent with the interrogation difficulty reported by the field. Device image could not be saved to low battery voltage. Device code was re-loaded successfully, after replacing the battery, and the device was programmed and interrogated under nominal conditions normally. Further interrogation at various pulse amplitude did not find any interrogation issue. Longevity assessment was performed, based on nominal conditions, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogating the pulse generator, it was noted that the pulse generator had failed to be interrogated. The pulse generator was explanted and replaced. The patient was stable throughout the procedure.